Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-020-11-0230 - truliant ps cem fem ps cem left sz 3 sn: (B)(4), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t sn: (B)(4), 200-07-29 - advanced patella 29m 3 peg implant sn: (B)(4).

Event description:
As reported, the patient received a left tka lk truliant implant date: (B)(6) 2020; revision date: (B)(6) 2021. Insufficient information provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0023-2022.